Event description:
A home pts (hps) nurse contacted baxter's product surveillance dept to report a minicap falling off a minicap transfer set. The transfer set was replaced. Prophylactic antibiotics were given. No pt injury associated with this incident.

Manufacturer narrative:
A follow-up report will be submitted when the baxter product analysis lab has an opportunity to evaluate the sample.